Event description:
It was reported that the customer went to the hospital for a routine checkup. While at the hospital, it was discovered that the customer had experienced high blood glucose the previous day. When the history files were checked, it was found that there were missing boluses and basal rates. The customer's mother reported that the insulin pump had not been stopped at any time. The customer's mother and nurse no longer trusted the insulin pump as a result of the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.